Event description:
No additional information.

Manufacturer narrative:
One sample and photo received for investigation. Upon visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. The stopper appears deformed which causes to not assemble to the plunger. A device history was performed and found no no-conformances related to the reported issue during production of batch 0195481. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Checking and cleaning the rotating joint discs, and updating maintenance plan to include revisions will be implemented.

Event description:
Material #:309657, batch#: 0195481. Verbatim: rcc received a complaint via email. Email(s) attached. Black rubber on end of syringe plunger is uneven (has poor fit) and therefore does not fully inject contents of syringe. Manufacturer code/model: 309657. Serial or lot number: (B)(6).

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Patient problem code: f24 - insufficient information. Device problem code: a0202 - defective component.